Event description:
Report of no foot brakes.

Manufacturer narrative:
Technician replaced brake linkage. This resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.